Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that she spoke to the healthcare provider (hcp) over the phone on (B)(6) 2017. The hcp stated that they saw the patient in the office after the ER for follow up. Hcp stated they did not feel the patient had an infection, however the patient insisted having her device removed. The patient had her lead and battery removed last week. Hcp stated at the removal they still did not feel the patient had any infection and did not see any signs of an infection. The hcp did not know patient¿s weight at the time of the call.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional called the manufacturing representative to informed that patient had visited the emergency room (ER) complaining of implant site pain at the battery. They told the doctor that ER stated it was inflamed, reported no falls and was unsure if other possible infections. Doctor told the manufacturing representative that they and ER doctor agreed on antibiotic treatment and follow up with doctor. Patient was already home at the time they talked. Doctor stated patient had implant approximately 2 years ago and was complaining of implant site pain at battery site. ER told doctor that it was inflamed and they agreed to put patient on antibiotics and have patient saw doctor in their office. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.